Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated implant detect. Implant was not detected: no implant timestamp, longevity estimations, or diagnostic data collection available.

Event description:
It was reported that during regular follow up it was observed that device did not initialize. Therefore there was no data on diagnostics, lead trends and battery lifetime was not available. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.